Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The actual complaint sample was returned and visually inspected. During the product eval the reported complaint of the venous and arterial lines being switched was confirmed. The affected batch consists of fifty tubing sets in total. So far, this is the only reported tubing set affected within the batch. A recall of this affected batch has been conducted in the affected countries. No product from batch 70060884 was distributed in the united states. Items marked ni are unk to us at this time. (B)(4).

Event description:
The venous line and the arterial line connected to the oxygenator were interchanged. The venous line was connected to the arterial port and the arterial line was connected to the venous port of the oxygenator. The error was found during the priming procedure. There was no pt involvement.